Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The device was not heating up. The root cause is a defective heater. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the hotline did not reach operating temperature. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.